Event description:
The customer observed falsely elevated sodium and chloride results generated on the alinity c processing module. The customer stated that after recalibration and repeat of the samples that were originally elevated, the results were in normal range or lower. The following data was provided with initial results tested on (B)(6) 2024, and the repeat testing performed on (B)(6) 2024: sodium results (reference range is 135-146 mmol/l): sid (B)(6) : initial sodium result = 160.3 mmol/l; repeat sodium result = 144.7 mmol/l. Chloride results (reference range is 98-110 mmol/l): sid (B)(6): initial chloride result = 121.4 mmol/l; repeat chloride result = 108.7 mmol/l. Sid (B)(6): initial chloride result = 121.3 mmol/l; repeat chloride result = 107.2 mmol/l. Sid (B)(6): initial chloride result = 123.0 mmol/l; repeat chloride result = 107.9 mmol/l. Sid (B)(6): initial chloride result = 122.8 mmol/l; repeat chloride result = 107.9 mmol/l. Sid (B)(6): initial chloride result = 120.7 mmol/l; repeat chloride result = 107.5 mmol/l. Sid (B)(6): initial chloride result = 121.6 mmol/l; repeat chloride result = 107.5 mmol/l. Sid (B)(6): initial chloride result = 124.6 mmol/l; repeat chloride result = 109.3 mmol/l. Sid (B)(6): initial chloride result = 123.2 mmol/l; repeat chloride result = 108.9 mmol/l. Sid (B)(6): initial chloride result = 122.6 mmol/l; repeat chloride result = 107.4 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. The issue appears to be isolated to specific samples. Returns were not available. Troubleshooting was performed by rerunning the sample with a different lot on the alinity c processing module, serial number (B)(6). The rerun generated results within normal limits. Quality controls were within range at the time of the incident. Additionally, field data analysis shows complaint lot 60167un23 is performing as expected in the field. Based on the investigation, no systemic issue or deficiency of the alinity c ict sample diluent lot 60167un23 or alinity c processing module, serial number (B)(6) were identified.

Manufacturer narrative:
A1 - patient identifier: (B)(6) ., (10 total patient samples) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and chloride results generated on the alinity c processing module. The customer stated that after recalibration and repeat of the samples that were originally elevated, the results were in normal range or lower. The following data was provided with initial results tested on (B)(6) 2024, and the repeat testing performed on (B)(6) 2024: sodium results (reference range is 135-146 mmol/l): sid (B)(6) : initial sodium result = 160.3 mmol/l; repeat sodium result = 144.7 mmol/l chloride results (reference range is 98-110 mmol/l): sid (B)(6) : initial chloride result = 121.4 mmol/l; repeat chloride result = 108.7 mmol/l sid (B)(6) : initial chloride result = 121.3 mmol/l; repeat chloride result = 107.2 mmol/l sid (B)(6) : initial chloride result = 123.0 mmol/l; repeat chloride result = 107.9 mmol/l sid (B)(6) : initial chloride result = 122.8 mmol/l; repeat chloride result = 107.9 mmol/l sid (B)(6) : initial chloride result = 120.7 mmol/l; repeat chloride result = 107.5 mmol/l sid (B)(6): initial chloride result = 121.6 mmol/l; repeat chloride result = 107.5 mmol/l sid (B)(6): initial chloride result = 124.6 mmol/l; repeat chloride result = 109.3 mmol/l sid (B)(6): initial chloride result = 123.2 mmol/l; repeat chloride result = 108.9 mmol/l sid (B)(6) : initial chloride result = 122.6 mmol/l; repeat chloride result = 107.4 mmol/l there was no impact to patient management reported.